Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was required nasal intubation. The device (rea 7.5) placed after general anesthesia, decongestant, lubricate nasal trumpets. Cuff of each tube was tested and lubricated. Nasal-tracheal intubation achieved with video laryngoscopy-nothing unusual. First device tube seemed to function normally, but after 10min lost cuff pressure and would not sustain pressure. It was removed and second tube placed (same and tested). Immediately found also to not retain cuff pressure. It was also removed and third tested and placed with exact same finding. 6.5 oral ett was placed with video laryngoscopy and care proceeded.